Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was received with the helix in a retracted position, with dried blood/body fluid noted in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced for low amplitude, which had decreased significantly since implant. Additionally, pacing was not delivered when required. A revision procedure was performed to reposition the lead; however was unsuccessful in achieving satisfactory amplitude measurements. As a result, the physician elected to implant a new lead, and satisfactory measurements were achieved. Besides surgical intervention, no adverse patient effects were reported. This lead was received for analysis.